Event description:
This 47-yr-old female underwent bilateral silicone gel implantation in 1979 with a revision in 1981. Due to encapsulation and deformity, the pt wished to have the implants removed. The MFR of the implants is not known to this reporting facility as they were implanted at another facility. Gross exam: both implants are massively disrupted.